Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to disconnection in video connector socket, the endoscope cable cannot be connected securely and because video connector socket is worn out, the endoscope cable cannot be connected securely. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because video connector socket is worn out, the endoscope cable cannot be connected securely. Due to disconnection in video connector socket, the endoscope cable cannot be connected securely. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor exhibited that the image disappeared from the monitor. There were no reports of patient harm